Event description:
Report received of an over-delivery of primacor due to operator error. The pump was programmed in the concurrent mode to deliver normal saline on line a at 80 ml/hr and primacor on line b at 4.8ml/hour. The customer contact did not know if the primacor was programmed in the ml/hour mode or the dose calculation mode. At 11:00am, the saline infusion was discontinued. The nurse caring for the pt got a new 100ml bag of primacor and primed a new tubing set. This was hung as the primary container on line a. The pump reportedly was not reprogrammed. The nurse selected line b and entered line b to start. Since there was no fluid source on line b, the pump was alarming as expected with air-in-line alarms. A syringe was reportedly connected to line b on the tubing cassette and the pump was back-primed to clear to air. Line b of the device was restarted, and the pump began to deliver. The staff thought the device was delivering fluid from the primary primacor bag at the secondary rate of 4.8 ml/hour, but the biomedical staff reported that fluid was actually being delivered from the syringe that was connected to the secondary port of the tubing cassette. At 11:30am, the pump was alarming with an unspecified alarm alert. A second nurse responded to the alarm, and started line a, which delivered the primacor at the prveiously set rate of 80 ml/hour. At approx 12:30pm, the pump was again alrming with an unspecified alarm. The 100ml primacor bag was not noted to be empty. There were "clinical assessment and precautionary measures" taken for the pt. The pt was reportedly being assessed with cardiac monitoring before and after the event. The pt was reported to have experienced "a few instances of hypotension and a run of 6 beats of pvcs". As far as the customer contact was aware, the pt was under close observation but required no therapy or intervention. The pt was reported to be "fine now". Though requested, there was no further info available.